Manufacturer narrative:
The cause for the (B)(6) results compared to a (B)(6) alternate (B)(6) test method results is unknown. Siemens is investigating. The instruction for use (IFU) states in the limitations section: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers."

Event description:
Customer observed a (B)(6) result that was (B)(6) on two other methods. The (B)(6) result was not reported to the physician. There are no known reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
Siemens filed MDR 1219913-2017-000105 on (B)(6) 2017 reporting a (B)(6) result that was (B)(6) on two other methods. On (B)(6) 2017 siemens requested the sample for testing multiple times but the sample has not been received. Root cause cannot be determine. The (B)(6) results are (B)(6) results therefore it is possible that the patient has an old infection with the titer of antibody falling below detection.